Manufacturer narrative:
Result of the investigation: the device history record for the part number 29657-001 with lot number 0004140206 and UDI code (B)(4) was reviewed in order to detect any issue related with the reported defect during its manufacturing. The complete lot was manufactured, inspected and released on 29apr2021 per our internal procedures and no issues were found. Based on the investigation and per sample sent by the customer, we could not confirm the defect, sample was visually inspected and no issue were found, also sample was leak tested and no leak was found, those inspections were performed according to pqas 10818x10 etal. Therefore the root cause was not determined. In addition pfmea -35a was reviewed and we have the controls for this kind of issues.

Manufacturer narrative:
At this time, the defective device has not been returned for evaluation. Therefore the root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 29657-001- patient circuit w/o peep, 22 mm spu (10/pkg) was leaking air around a proximal port when connected to the ventilator, causing the ventilator to lock up. The defective circuit was replaced and the customer confirmed that there was no harm associated with the reported event.